Event description:
Rep reports that when the microsensor was initially placed they were getting inaccurate readings, then eventually they were not getting any readings. The microsensor had to be changed and worked fine.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it has been noted that the complaint could not be confirmed. A review of quality records was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1. Catheter material has several severe kinks and pinch marks. 2. The sensor appears undamaged. 3. The unit passed all tests. Based on the above eval, we were unable to confirm failure. No further investigation or corrective action is anticipated. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.